Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6); reporting institution phone #: (B)(6); reporter phone #: (B)(6).

Event description:
The monitoring monitor had a desaturation of less than 20% and the monitor did not ring. It is unknown if the device was in clinical use at the time the issue was discovered; there was no adverse event or patient harm reported.

Manufacturer narrative:
Logs pulled from the device during testing from the philips response center engineer (rse) and philips field service engineer (fse) showed that the alarms had been disengaged; the alarms mentioned by the users sounded at the central station and at the bedside monitor, and the users silenced the alarms. Results of functional testing indicate that the central was functioning as designed. Based on the information available and the testing conducted, the cause of the reported problem was disengaged audible alarm sounds. The reported problem was not confirmed. The device was operational after audio settings were adjusted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.